Event description:
It was reported that the handpiece would not work with the instrument. The handpiece was swapped with another handpiece and using the same instrument, operated correctly. No patient involvement occurred.